Event description:
It was reported that the device battery voltage was 2.63v and recommended replacement indicator had not triggered yet. The device lasted less than three years and premature battery depletion is suspected. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4). We did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data in save to disk file _520000 shows minimum battery equaling 2.795 to 2.632 volts between (B)(4) 2011 and (B)(4) 2012 is before the device recommended replacement time (rrt) less than or equal to 2.6251 volt.